Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional g3: date received by manufacturer - additional h2: additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: type of investigation - additional h6: investigation findings - additional h6: investigation conclusion - additional.

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.